Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: poly spacer, tibial hinge component, and resurfacing femur axial pin. The date of the patient's index eleos surgery is unknown and the implants placed during this procedure are unknown. Therefore, it is unknown if there were additional implants at the time of this patient's alleged infection. Attempts were made and no further information was made available.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00081; #3013450937-2023-00083.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were unable to be reviewed as the product information for the devices involved in this adverse event is unknown. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: poly spacer, tibial hinge component, and resurfacing femur axial pin. The device information of the explanted devices is unknown. The date of the patient's index eleos surgery is unknown and the implants placed during this procedure are unknown. Therefore, it is unknown if there were additional implants at the time of this patient's alleged infection. Attempts were made and no further information was made available.